Event description:
Company rep was informed of four adverse events at a nuclear medicine dept at the hosp in UK. Bd posiflush syringe was one of the common factors used in procedure. One pt reported anxiety and stress in the hosp. Three other pts had different adverse reactions after they went home which ranges from rash on arms and legs to renal collapse. Product lot number and catalog number info is not available. [Bd is attempting to obtain further info on this report from the us. The saline flush syringe is commonly used before/after administration of medications into IV lines. The reactions reported could possibly be associated with the infused medications or other factors].

Manufacturer narrative:
No product return is anticipated. Unable to run complaint history check or device history review as lot number is unk. Bd is currently investigating this incident and also following up on the reported adverse reaction. When add'l info becomes available, a supplemental report will be submitted. Quality will continue to monitor on monthly trend reports.